Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing increase charging frequency and decrease of the ipg holding its charge. The patient underwent a revision procedure wherein the ipg was replace with an MRI capable device and patient was doing well post-operatively. The explanted device will not be returned due to hospital policy.